Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2017) is known. Device evaluation: the analysis results found that one tcr75 reload was returned with no apparent damage, with one staple missing from the pockets on the distal side of the cartridge, and the swing tab was in the unlocked position. No functional test was performed. No conclusion could be reached on what could have caused the reported event, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Event could not be confirmed as no retainer was received for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure,before using this device, some staples already came from the cartridge itself. There were no patient consequences reported.